Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report (B)(4) product not yet returned for evaluation. Most likely underlying root cause: mlc-62- user had poor technique. Test strip (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 364, 111 and 99 mg/dl. Customer is also concerned that the result of 364 mg/dl is too high. Customer is concerned with erratic readings due to insulin dependency. Customer was advised to discontinue use of alcohol products to clean fingers. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 99 mg/dl and 95 mg/dl using truemetrix meter. The product is stored according to specification in the computer room. The test strip lot manufacturer's expiration date is 05/19/2018 and open vial date is within one month. The meter memory was reviewed for previous test result history: 1:96mg/dl (B)(6) 2017 08:00 am fasting: yes.2:174mg/dl (B)(6) 2017 04:32 pm fasting: yes.3:126mg/dl (B)(6) 2017 04:31 pm fasting: yes.4:99mg/dl (B)(6) 2017 04:29 pm fasting: yes.5:111mg/dl (B)(6) 2017 04:28 pm fasting: yes.memory concerns: 364mg/dl.customer called in and stated that her meter is giving her erratic results. Customer states she had neck surgery today.